Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer with a pump reset and advised replacing the pump, but the customer opted to wait before proceeding with a replacement.